Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. The customer added more insulin to the cartridge that was previously in use and reloaded it. Tandem technical support educated customer on cartridge labeling. Customer continued using the cartridge.